Event description:
Through the (B)(6) clinical study, patient reports revision surgery due to bone formation around the implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. These screws were explanted during a revision surgery to remove heterotopic bone growth around the tmj implant. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.